Event description:
Leak between nrfit spinal cannula and the screwed-on extension (pajunk or gbuk). When did the incident occur? During use. When used on the patient, the usual setup results in a leak between the needle and the screwed-on extension tube. This error is problematic because this cannula is used in paediatric anaesthesia and a loss of dose due to a leak at the nrfit connection point cannot be tolerated. Absolute dose accuracy is essential in paediatric anaesthesia and a fault in this system puts patients at risk. The needle is used in conjunction with an extension tube from pajunk (original manufacturer gbuk). Leakage on the extension side can be ruled out. The extension is also used by us on other bd devices, where there is no leakage.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation/additional information: additional information: see b tab. Annex f and annex e code updated. Device evaluation: three samples in their original packaging were provided to our quality team for investigation. Upon inspection, no damage or other defects were identified within any of the products. Air leakage and cone tests were completed and verified all product met required specification. Additionally, a non bd brand nrfit injection tube and nrtit slip syringe were also received. It is important to note the spinal needle should be used with a threaded luer. A device history review was performed for reported lot 2009012, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or defects were observed on or near the luer connection. Functional testing was performed, all product was verified to meet required specifications. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification. Testing results for lot 2009012 verified product met all required limits. Based on our analysis and thorough investigation, we have not identified any issues related to our device or manufacturing process at this time. While we could not identify a direct cause, it is possible a leak may have occurred if our needle was not used with a threaded luer connection. To date, there have been no other similar events reported for this lot. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
Additional information: fortunately, no patient harm has occurred so far. By switching to alternative material in a timely manner, patient harm could be prevented.